Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only stent delivery wire (sdw) only was returned for analysis. Visual inspection of the stent delivery wire (sdw) revealed that it was kinked, excessively stretched/deformed at the distal end and broken/fractured near the distal end. Functional testing could not be performed on the returned device. Based on the information provided and investigation results, the damage to the stent possibly occurred during use. It is likely that procedural factors contributed to the reported ( friction during transfer) and observed damages (sdw kink and deformed) limiting the performance of the stent during the clinical procedure. It is possible that the stent had excessive force being applied during sdw withdrawal from the catheter against friction during use. Therefore based on all of the information available, an assignable cause of handling damage was assigned to the observed sdw break.

Event description:
Analysis of the returned device noted that the stent delivery wire (sdw) was broken. No consequences to the patient were reported.